Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming adjustments were made.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited high thresholds. It was additionally reported that there was a lead impedance alert for high, undefined impedance on the rv lead. The ra and rv leads remains in use. No patient complications have been reported as a result of this event.